Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported later reported right side capsular contracture baker grade ii and no rupture. Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h1, h6.